Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported she was prescribed and taking an antibiotic for a fungal infection. A follow up call was made to the patient's peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the patient developed peritonitis in (B)(6) 2015 due to touch contamination. It was reported the peritonitis was not an opportunistic growth but something the patient may have picked up while traveling and not practicing proper technique.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process.